Event description:
Lap cholecystectomy - "dr. (B)(6) noticed when the clip from the 5mm universal clip applier closed around tissue the tips did not meet. However when the clip extracorporeally own its own the tips of the clip did meet. Product in gk201 kit batch 1175985."

Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation.